Event description:
It was reported that a the bed had a problem with the lift and the fowler calibration. The customer did not indicate if there was a patient involvement or if there were adverse consequences reported.